Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of black particles, nose was bleeding and she was diagnose for psoriatic arthritis and sleep apnea. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of black particles, nose was bleeding and she was diagnosed for psoriatic arthritis and sleep apnea. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer center for further evaluation. During the evaluation of the device at the manufacturer centre, the device was visually inspected and found no evidence of foam degradation. Secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer centre. There was 0 error code found. The manufacturer center concludes that there was no visible foam degradation. Box h and box d has been updated.